Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 1). Additional supplemental emdrs were submitted to represent the composix l/p mesh (device 2), composix kugel patch (device 3). Bard flat mesh (device 4) has been created additionally in gcs and updated. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with midline incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿an elliptical incision was made around the previous skin incision. The hernia sac was dissected out. A bard flat mesh (device 1) was placed into the defect and closed with sutures.¿ on (B)(6) 2007 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with implant of composix l/p mesh (device 2). Per operative notes, ¿a midline incision was made through previous skin incision site. The hernia sac was dissected out. Previously placed (device 1) that was present and it was in good condition. A composix l/p mesh (device 2) was placed into the peritoneal space and secure it with sutures.¿ on (B)(6) 2008 ¿ patient was diagnosed with recurrent ventral hernia, and right lower quadrant hernia, scar tissue, adhesion, pain thereby underwent laparoscopic repair with implant of composix kugel patch (device 3) and bard flat mesh (device 4). Per operative notes, ¿an incision was made into the midline from the xiphoid. The previously placed meshes (device 1 and device 2) were present in that area. All bowel adhesions were taken down sharply. All hernia sacs were dissected out. A composix kugel was placed into the ventral region. A bard flat mesh (device 4) was placed into the right lower quadrant. This was done in a way to grasp the edge of the (device 4) and placed the (device 3) against the fascia that was going to be sewn over it with sutures.¿ on (B)(6) 2009 - patient was diagnosed with erosion of previous mesh, abdominal pain, thereby underwent open repair with explant of bard flat mesh (device 1), composix l/p mesh (device 2) and composix kugel patch (device 3) and bard flat mesh (device 4) and implant of biological graft. Per operative notes, ¿an incision was made that extended from the xiphoid to the umbilicus. Previously placed (device 1,2,3,4) were excised entirely. A biological graft was placed into the defect and closed the defect with sutures.¿